Event description:
Same case as MFR ID #2134265-2012-00385. Same case as MFR ID #2134265-2012-00428. It was reported that following a coronary artery stenting treatment procedure, the patient developed in-stent restenosis. The physician reported that a patient had three unknown promus elements stents implanted in the circumflex artery. The patent later returned to the hospital with restenosis of the implanted stents.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).